Event description:
It was reported that the physician forgot to bring the correct concentration of baclofen to the implant procedure. It was stated that the patient had to remain at the hospital for four hours while the correct drug was found. It was unclear if the patient had experienced any symptoms, though the reporter stated that he didn¿t ¿think it was so bad¿. Refer to manufacturer report #6000030-2013-00104 for the previously reported information related to the event. The prior report stated: ¿it as reported that patient felt that the pump was put in the ¿wrong place right at the waistline so all of the pants everything went right over the pump and this was not comfortable, as patient was small in built¿. It was added that the healthcare professional didn¿t check patient¿s prescription for ten hours. Patient was on the wrong prescription till they found a pharmacy that had the right prescription.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l58814, implanted: (B)(6) 1999, product type: catheter. (B)(4).